Event description:
The customer reported that the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the key switch and the c-arm ps1 and upgraded the software and reloaded the calibration files. The sys was tested and found to be working as intended and put back in svc.